Event description:
A report was received from FDA's med product reporting program that a female pt experienced fungal keratitis while using renu multi-purpose solution. The pt stated that her symptoms of sensitivity to light, discharge and excruciating pain were consistent with the condition. The pt did not seek medical treatment due to lack of insurance, but self-treated her condition with colloidal silver and discontinued contact lens wear for a short time due to the pain. At her annual eye exam, the pt was informed that she had some permanent scarring/damage on the eye (eye unspecified). The pt also stated "this is not the first time [she] has gotten this."

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performances were effective against microbial challenges as required. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.